Event description:
Platelet infusion began @ 100ml/hr @ 0920. Rate changed to 400 ml/hr @ 0930. Infusion stopped @ 1015. 2nd unit of platelets started @ 400ml/hr @ 1015. Rn noted 30 minutes after infusion began that rate changed to kvo. Infusion stopped @ 1215.